Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system ion selective electrode (ise) drain tube was completely full and overflowing. Customer reported that the overflowed volume was a small amount. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the ise drain tube. The fse performed precision runs and found all results passed criteria.

Manufacturer narrative:
(B)(4).